Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated a patient had possible vocal cord paralysis. The patient was implanted with a new vns lead and generator on (B)(6) 2011. Attempts for further information are in progress.